Event description:
The customer reported that the unicel dxc 600 pro synchron system generated high na (sodium) results. Discrepancies were found in two patient samples. The results were not reported outside of the lab. There was no impact to patient treatment. The customer reran the patient samples and obtained lower na results. The customer ran controls (qc) on the day of this event, qc level 1 was out high (>2 sd, standard deviation), and the following qc rerun was back to established ranges. Other qc levels were within ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ratio pump to resolve the issue. The ratio pump was returned to beckman coulter for evaluation and malfunction was confirmed.